Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-tshr immunoassay ver. 2 on a cobas 8000 e 602 module. A questionable result was reported outside of the laboratory and questioned by a doctor. The sample initially resulted in an anti-tshr value of 39.1 iu/l. The sample was diluted times 3 and repeated on 26-jul-2022, resulting in a raw value of 26.81 iu/l, which calculated to a final value of 80.43 iu/l when accounting for the dilution factor. The sample was repeated a second time on 26-jul-2022, resulting in a value of 39.36 iu/l. A second sample collected from the patient resulted in an anti-tshr value of 82.4 iu/l on (B)(6) 2022. The customer believed the higher values to be correct. The anti-tshr reagent lot number was 61765101. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The calibrations and qcs were within the specified ranges. A general reagent problem can most likely be excluded. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.